Manufacturer narrative:
Continuation of d10: 4968-35 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days post implantable pulse generator (ipg) changeout, the patient removed the steri-strips and the incision started to ooze bloody fluid. Band aids were used to keep it covered and it slowly healed. Subsequently, there was a small amount of cloudy drainage from a pin hole in the incision and the patient had a fever. A methicillin-susceptible staphylococcus aureus infection was noted and a wound swab cultured was performed. A computed tomography also revealed fluid collection around the device. The ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted a proximal segment of the lead 8.3 cm long was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.